Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Contact was unsure how it became cracked and may have been due to "normal wear and tear". Pump was still functional and blood glucose was not impacted. Customer continued to use pump for insulin therapy.